Event description:
After insertion of epidural catheter in the epidural space it was noticed that blood was aspirated. The catheter was withdrawn and it was noticed that resistance was met. The pt was re-positioned and the catheter was attempted to be retrieved again. The catheter's distal end (approx 1/2 inch to 1 inch broke off in the pt.